Event description:
It was reported that a patient underwent a long x-ray procedure and received a dose higher than 15 grays resulting in redness over the back. The system passed the technique accuracy test (kv/ma/dose). There is no evidence that the system is out of specification. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.